Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) year-old male child patient's infusion set's tubing came off and the patient did not know whether he could still use the infusion set. The patient's blood glucose level was 121 mg/dl at the time of this event. Moreover, the patient did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion sent and the insulin was resumed successfully. No further information available.